Event description:
It was reported that this device recorded a code 1001 indicative of battery in storage reflecting a low battery condition, and device decubitus was noted. It was reported that a request was made to have data from this device analyzed. No analysis has been performed to date and the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the describe event or problem field.

Manufacturer narrative:
This report is being filed to correct the describe event or problem and device codes.

Event description:
It was reported that this device recorded a code 1001 indicative of battery voltage too low for the projected remaining capacity and device decubitus was noted. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and device decubitus was noted. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and returned for analysis. No adverse patient effects were reported.